Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system was not working correctly and had imaging issues. Quotation has not been accepted by the customer and service has not been provided. No work performed by philips. The codes were updated based on the investigation outcome evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not working correctly and had imaging issues. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.